Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced because the perforation was observed. It was further reported that the setscrew / grommet issue was observed on the implantable pulse generator (ipg) while trying to connect the new lead. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.